Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec results is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Unable to bend right knee [joint range of motion decreased]. Right knee stiff [joint stiffness]. Knee blew up/right knee swollen [joint swelling]. Knee effusion [joint effusion]. Meniscus repair surgery in right knee [meniscus operation]. Case description: spontaneous report received on 30-oct-2009 from a (B)(6) male pt, initials (B)(6). The pt had a history of osteoarthritis and treatment with cortisone injections in (B)(6) 2009. The pt received synvisc injections in the right knee on (B)(6)-2009, (B)(6)-2009 and (B)(6)-2009. The pt stated that his knee "blew up" on the night of (B)(6)-2009. The pt had been on the elliptical machine that day. The pt proceeded to play racquetball the next day. Later that day after racquetball, his right knee became more swollen and stiff which made him unable to bend his right knee. The pt had 150ml of fluid removed from his right knee on (B)(6)-2009. In addition to the fluid removed from the knee, the physician also used a doppler on his right knee and drew cultures that came back negative. The pt stated the right knee continued to worsen. The pt returned to the physician on (B)(6)-2009 and had his right knee drained. The physician told the pt that his white blood cell count from the fluid was 230, but did not diagnose him with an infection. The pt was seen on (B)(6)-2009 and had his right knee flushed and rinsed 12 times. The pt also reported that he had a meniscus repair surgery on (B)(6)-2009 which left him with a PICC line that was being infused with rapamycin. As of the date of receipt of this report, the pt's outcome was unk. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.